Manufacturer narrative:
This report is submitted on may 17, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to receiver/stimulator migration. The patient was reimplanted with a new cochlear device during the same surgery.

Manufacturer narrative:
The correct date of explant is (B)(6) 2022 as previously reported. Device analysis report attached. This report is submitted on july 01, 2022.